Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that with the patient had a ventricular assist device (vad) history positive for wrench alarms, stating that the backup battery (ebb) needed replacement. Review of the ebb noted a battery date good through march 2025. Physical inspection of device showed evidence that the white power lead bend relief was broken. The system controller was exchanged.

Manufacturer narrative:
User facility medwatch (B)(4) was received on 09may2024. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms and a broken white power cable bend relief was unable to be confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Information provided by the account stated that the backup battery was noted to be good through mar2025. The system controller was exchanged. No photos or additional documents were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.